Manufacturer narrative:
The customer reported "new batteries got hot quickly after insertion and heat could be felt from the back of the analyzer". No allegation of patient/user harm. No allegation of incorrect results. The customer analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint could not be duplicated.

Event description:
The customer reported "new batteries got hot quickly after insertion and heat could be felt from the back of the analyzer". No allegation of patient/user harm. No allegation of incorrect results.